Manufacturer narrative:
As the used sample has not yet been returned to navilyst medical, a device eval has not been completed. Upon the receipt of the device sample and the completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, problems were encountered flushing and drawing blood from a pt who had an indwelling 5f valved PICC device. Upon removal of the PICC, a hole in the catheter tubing at the 6cm mark was observed. No injury or complications to the pt were reported. A new PICC was not placed since the pt's treatment had ended. The used device will be returned to navilyst medical for eval.